Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo, 16mm in length target lesion was located in the moderately tortuous and 2.75mm in diameter left anterior descending artery. As the 2.75mm x 16mm promus element stent was being tracked over an unspecified guide wire, the stent was bent due to over exertion. The device was removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified stent damage. 2 struts in the middle section of the stent were raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo, 16mm in length target lesion was located in the moderately tortuous and 2.75mm in diameter left anterior descending artery. As the 2.75mm x 16mm promus element¿ stent was being tracked over an unspecified guide wire, the stent was bent due to over exertion. The device was removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.